Event description:
A respiratory therapist from the home healthcare company reported, "vent shut down on patient with no alarms". In 2007, a note returned with unit started, "just stop giving breaths" .